Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H11:g5:k102985. The issue was found during performance verification testing and as such is not reportable since it would not cause or contribute to harm or serious injury. The issue was clarified to be that the customer had an error message oxygen not connected. The customer declined service through philips. There is no further information available. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The root cause is unknown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
An equipment failure was reported. There was no patient involvement.